Manufacturer narrative:
Reported event: an event regarding alleged failure to extend involving a jts distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 20apr2013 with no reported discrepancies. Complaint history review: there have been 12 events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As reported: "...despite a couple of attempts to boost the magnetic field strength, the device would not lengthen. It seems like the device has a history of being 'sticky' and has not lengthened beyond 67mm." The slight leg length discrepancy is being corrected with a shoe riser.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported: "...despite a couple of attempts to boost the magnetic field strength, the device would not lengthen. It seems like the device has a history of being 'sticky' and has not lengthened beyond ¿67mm. The slight leg length discrepancy is being corrected with a shoe riser